Event description:
It was reported that the physician had difficulty implanting the right atrial (ra) lead and had difficulty obtaining sensing in the atrium. It was noted that the patient had recently had a coronary artery bypass graft and did not have atrial appendage. The boston scientific representative noted that they did not believe there was an issue with the lead, but the placement difficulties and lack of sensing was due to the patient anatomy. The physician tried new pacing cables, but the attempt was unsuccessful. A new lead was implanted instead. No adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
Should additional information become available, this report will be updated.

Manufacturer narrative:
Correction to field bsc aware date correction to field b1: adverse event/product problem should additional information become available, this report will be updated.

Event description:
It was reported that the physician had difficulty implanting the right atrial (ra) lead and had difficulty obtaining sensing in the atrium. It was noted that the patient had recently had a coronary artery bypass graft and did not have atrial appendage. The boston scientific representative noted that they did not believe there was an issue with the lead, but the placement difficulties and lack of sensing was due to the patient anatomy. The physician tried new pacing cables, but the attempt was unsuccessful. A new lead was implanted instead. No adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Correction to field bsc aware date correction to field b1: adverse event/product problem should additional information become available, this report will be updated.

Event description:
It was reported that the physician had difficulty implanting the right atrial (ra) lead and had difficulty obtaining sensing in the atrium. It was noted that the patient had recently had a coronary artery bypass graft and did not have atrial appendage. The boston scientific representative noted that they did not believe there was an issue with the lead, but the placement difficulties and lack of sensing was due to the patient anatomy. The physician tried new pacing cables, but the attempt was unsuccessful. A new lead was implanted instead. No adverse patient effects were reported. The device was returned for analysis.